Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and lemo receptacle. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported low and high ma errors. No pt injury was reported.